Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed a severe kink located 26cm from the tip. Functional testing was attempted per the instructions for use device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime due to a check saline supply alarm. The device was x-rayed to find a broken hypotube located at the 26cm (kinked area) from the tip. The devices pressure could not be recorded due to the device not finishing the prime sequence. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was confirmed for set up issues and alarms due to the observed shaft damage.

Event description:
Reportable based on device analysis completed on 21feb2023. It was reported that pump leak occurred. An angiojet zelante was used for thrombectomy procedure. During the procedure, a leak was observed in the connection between pump and bag. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a broken hypotube.